Manufacturer narrative:
Preliminary eval indicates a lower bearing failure occurred. A f/u report will be submitted, once a full eval has been conducted by sigma engineering.

Event description:
Failed flow rate test high, rate 200, vtbi 50, when volume given indicated 10 ml had infused the graduate already had collected 18 ml. Pump was then put into the in-stop mode where it was found to be free flowing. The symptom was discovered during a routine inspection. Clinical engineering added that their first finding was that the pump failed the flow rate tests low, rate 400, vtbi 40, delivered 35 ml. Clinical engineering reported that there was not any inaccuracy or incident report from nursing.